Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. This was not available in the voluntary report medwatch. Because the product is unknown, we are unable to provide the complete unique identifier (UDI) and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that tamponade alerted two hours after end of procedure. The procedure was performed with two mapping catheters, farawave ablation catheter, and faradrive sheath. The procedure was successfully completed. No further information is available regarding intervention performed for the reported event nor further patient status. MDR report: mw5183667.